Manufacturer narrative:
Simulated use testing confirmed the reported issue. Evaluation found a stress problem with the moisture filter o-ring.

Event description:
During a cryosurgery case performed today, the unit began to leak the medicinal gases (argon and helium) and only one (1) cycle of treatment was completed, instead of the indicated two (2) cycles for the case.